Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist (tss) remoted into the machine and verified that the ip address and subnet mask were correct. The application was restarted, and the device reconnected successfully. Tss logged in to check for errors and found none. The user then logged in without any issues, and the problem was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer show error was offline after power outage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.